Event description:
Customer reported not being able to test her blood glucose because her precision qid meter turns on and off after test strip insertion. Customer reported stopping her insulin treatment and experiencing symptoms of chest pains and "unable to speak". Paramedics were called and transported customer to hospital. Customer stated that she was being diagnosed with severe hyperglycemia and treated with insulin and IV solution at the hosp.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.